Event description:
A report was received stating a tracheal tube cuff would not inflate as it was intended. Recannulation of the patient was required 45 minutes following intubation. There was no report of patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A review of the device history shows no anomalies. All manufacturing controls were found acceptable and effective to detect the reported failure mode. A cut of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was evaluated for the reported issue. An inflation/deflation test was performed, using a syringe. 25cc's of air was applied to the cuff. The cuff was then observed to immediately deflate. The cuff was found to have a cut during visual inspection of the device. The failure mode was confirmed. The lot number of the device is unknown. Therefore, a device history review will not be performed for the referenced device.